Event description:
During service by covidien, it was determined that the upper row of the display segments temporarily did not lite. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Covidien replaced the front pcb board.